Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low below 60 mg/dl and the insulin pump went into threshold suspend while he was sleeping but his blood glucose was 183 mg/dl. The customer was advised he might have been putting pressure on the sensor affecting the readings and was advised on the proper insertion and calibration process. Product was not replaced or returned.